Manufacturer narrative:
On 06/30/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. A medtronic representative, following-up at the site, reported training the site on proper tracer technique. On 07/17/2015 software investigation completed. Findings are that the tracer pattern is not optimal for an accurate tracer registration. Software is functioning as designed. Use error.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccurcy of 5 millimeters in the superior direction. The tumor was next to the left ear/temple and superficial. The inaccuracy was noted when checking accuracy following tracer registration. The surgeon touched the tip of the nose and it was accurate, then touched the top of the left ear and the software was showing 5 millimeters high. The surgeon opted to continue the procedure, with this knowledge, taking the inaccuracy into account. There was no delay in the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The instructions for use (IFU) that accompanies the device provides guidance and recommends patterns for tracer registration. There were no further issues reported.